Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, episodes of auto mode switch (ams) due to atrial lead noise were observed. The patient was not dependent and asymptomatic. The patient will continue to be monitored.